Event description:
A nurse reported that in 2007, the patient was found unconscious on the street at 9:10am. She was taken by ambulance to the hospital and her infusion device was removed. The patient's blood glucose measured "low" on the blood glucose monitor used in the ambulance. She was given glucose and her blood glucose elevated to 25 mg/dl. At 3:15pm the patient was still unconscious at the hospital and she had been placed on a respirator. On three days later, the patient's mother reported that the patient has psychological problems and on one day prior to original date, she ran away at 11:00pm due to stress. She contacted her mother and stated she did not know where she was and the family was not able to find her. She was then found unconscious the next morning. The mother stated that she believes the patient was afraid and gave herself too much insulin. The mother stated that the patient changed her insulin cartridge on the morning of 10/04/2007 and when she was found the next morning unconscious the insulin cartridge was empty. No further information is available. Product was requested to be returned for evaluation.